Event description:
It was reported that the doctor thought the implantable neurostimulator (ins) was causing the pain and the caller stated the ins was not working. The caller thought the ins was loose and the wires might have disconnected. The caller stated, the ins slipped down 0.5-1.0 inch within the last couple of weeks. No known cause. The ins was on the right buttocks and the patient had pain at site since implant. The caller stated another doctor suggested scanning to check for infection, but the implant doctor said there was too much "scatter" in the area for scanning. The patient's status was unknown. The caller didn't know how to turn ins off and declined the assist offered by the patient service. The caller switched from group b to group a with patient service's assistance. The implant was already off when the caller spoke with ps.

Manufacturer narrative:
Product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708320 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708320 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3093-28 lot# va0071e, implanted: 2012 (B)(6), product type lead. (B)(4).